Event description:
It was reported that following an alarm with a homechoice (hc) during drain 1, the caregiver (cg) started over with a new cassette, but use the same bags from the previous set up. The technical service representative (tsr) explained that the supplies were compromised and that if a cassette or bag is replaced after bags are connected, the cg has to start over with all new supplies in order for the set up to be aseptic. The cg and hp understood explanations and will start over with all new supplies and call the rn. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.